Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). Field service engineer ( fse) loaded the software only. The ventilator passed all the required testing.

Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported malfunction. The se downloaded the software onto customer purchased breath delivery unit (bdu) central processing unit (cpu) to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator became inoperable. There was no report of patient involvement.